Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with button error alarms due to flattened dome on the act button.